Manufacturer narrative:
We inspected one opened/used sensor and found insertion needle hub separated from sensor base. We were unable to confirm customer received sensor in said condition due to customer returned opened/used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that when they put the sensor on it came apart and the needle became separated from the sensor. The customer's blood glucose level was unknown. The customer's sensor was replaced, and the broken sensor will be returned for analysis.